Event description:
As reported, during an unknown procedure the capsure fixation device deployed a damaged fastener which was recovered intraoperatively. It was reported that the patient was treated with different instruments to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported capsure fixation deployed damaged fastener. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera." Note, the date of event is considered to be a best estimate as 26-mar-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.